Event description:
A philips employee became aware of a journal article (published online 13oct2021) ¿excimer laser atherectomy combined with drug-coated balloon versus drug-eluting balloon angioplasty for the treatment of infrapopliteal arterial revascularization in ischemic diabetic foot: 24-month outcomes¿. The study retrospectively aimed to assess the efficacy and safety of excimer laser atherectomy (ela 308 nm) in combination with adjuvant drug-coated balloon angioplasty (dcb) compared to dcb for infrapopliteal arterial revascularization in diabetic foot patients with cli in rutherford grades 4 to 6. A total of 79 patients with diabetic foot who were treated for infrapopliteal arterial revascularization were enrolled in the study between september 2018 and february 2019. Spectranetics excimer laser atherectomy catheters were used during the procedures. Procedural complications included 3 distal embolizations, 1 perforation, 3 dissections, and 1 bail-out stenting. Outcomes at 24-month follow-up included 3 patients who experienced restenosis, 4 re-occlusions, 5 target lesion revascularizations, and 2 major amputations (MDR #3007284006-2026-00349). Additionally, a 69-year-old patient experienced death at 24-month follow-up due to progression of gangrene (MDR #3007284006-2026-00350). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 13oct2021 has been used, the date of publication. Yan s et al 2021_excimer laser atherectomy combined with drug-coated balloon versus drug-eluting balloon angioplasty for the treatment of infrapopliteal arterial revascularization in ischemic diabetic foot: 24-month outcomes. Lasers in medical science (2022) 37:1531¿1537 this report captures the death that occurred in the 69-year-old after use of the excimer laser atherectomy catheter. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3a-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a spectranetics excimer laser atherectomy catheter. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a possible complication with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.